Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation, or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported extremely red and inflamed skin below stoma under the tape collar portion of the wafer, which was about 3 inches x 1 inch in size. She stated that it almost appeared to be blistered in one spot. There was no redness under top and side portions of tape collar. It started "a couple" of months ago. She now also had bumps to abdomen beyond wafer and down her leg. She had tried cutting away that part of tape collar to let the skin breathe. The end user had tried over the counter antibiotic cream and hydrocortisone cream. Sometimes, it looked like it is improving then it got inflamed again. The end user continued to use the product. She denied leakage. Her wear time was 7 days and she also used eakin seal. The end user asked if formulation of products had been changed as she had used for years. Reportedly, there was no change in stoma or routine and she washed skin with ivory soap. On (B)(6) 2020, she saw her local ostomy nurse who instructed her to discontinue use of any over the counter creams or ointments. She applied a hydrocolloid sheet under the tape collar. No photo is available at this time.